Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. Vascular access was obtained via the left femoral artery. The 40% stenosed target lesion was located in the descending aorta. The lesion was crossed with a "normal" j wire. An epic vas 14x41x75 stent was advanced to the level of the lumbar vessels and deployed. Upon release of the proximal portion of the stent, the stent migrated forward approximately 1-1 1/2cm and ended up with the distal segment of the stent at renal level. The stent was post dilated with a 14x4mm wanda balloon. The physician believes the aorta was "on the limit" of usage for this sized stent and that the stent may not have been apposed to the vessel wall, which resulted in the stent migration. No additional patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).